Manufacturer narrative:
No product was returned. Review of the lot history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal was deployed. The patient reported claudication symptoms one week post deployment. Two weeks post angio-seal deployment, an angiogram was performed by another physician at a different hospital than where the angio-seal was initially deployed. The angiogram revealed a lesion and clot in the superficial femoral artery (sfa). After percutaneous transluminal coronary angioplasty and stent placement, a foreign body was noted to have moved from the sfa to the popliteal area. Snare, angio-jet, and lytic therapy were all attempted without success. A fox hollow silverhawk device was utilized and the foreign body was retrieved. The foreign body was compared with an unused angio-seal anchor under a microscope. The anchor demonstrated a similar structural makeup to the retrieved foreign material, however, their were no chemical or biological test done for definitive results. The physician who deployed the angio-seal reported that the initial incident was a failed angio-seal deployment with retrieval of all components intact. The deploying physician denies leaving any angio-seal components in the patient.